Event description:
It was reported that during a lung biopsy procedure, the device was very hard to fire on lung tissue. After opening the device, found that staples didn't form. Another like device was used to complete the procedure. There was no pt consequence.